Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
A review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that the patient's pocket had dehisced after a non-device related fall. The physician revised the patients pocket site. Nothing was implanted or explanted and the patient is reportedly doing well.

Event description:
A report was received that the patient's pocket had dehisced after a non-device related fall. The physician revised the patients pocket site. Nothing was implanted or explanted and the patient is reportedly doing well.